Event description:
It was reported that the lead was explanted and replaced due to inappropriate therapy delivery caused by noise. During explant, externalized conductors were observed. The patient tolerated the procedure with no complications.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted 20.0-20.7cm from the distal end of the middle segment, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observations from the field of noise and inappropriate therapy.